Event description:
Reported via journal article it was reported that a patient experienced a cerebral vascular accident. A patient presented with visual disturbances and an unsteady gait. The patient underwent magnetic resonance imaging (MRI) of the brain which revealed an acute right occipital infarction which appeared embolic in origin. The patient had a history of chronic atrial fibrillation requiring anticoagulation and had undergone successful left atrial appendage (laa) closure via placement of watchman device six (6) months prior. Anticoagulation was discontinued post-implant as per protocol. In the setting of an acute embolic stroke with a watchman device in place, further workup was advised. To ascertain the source of the embolic stroke, further imaging was undertaken. Computed tomography angiogram (cta) of the head, neck, and chest did not show any extracardiac source of thromboembolism. Transesophageal echocardiogram (tee) was negative for intracardiac thrombus, however, a 5mm residual leak was noted at the edge of the watchman implant. In the absence of any other source, the patient stroke was presumed to be cardioembolic and likely originating in the laa, given the leak around the implant. Dual antiplatelet therapy was resumed with the intention of initiating anticoagulation once he recovered from his acute stroke.

Manufacturer narrative:
Estimated as 10/21/19 as the date case was presented is listed as 10/21/2019. Literature citation: ibrahim, abdisamad & ali, mirza & tandan, nitin & al-bast, basma & kulkarni, abhishek. (2019). Ischemic stroke in a patient with a watchman device: what's the leak got to do with it? American college of chest physicians, volume 156, issue 4, supplement, a710, doi: https://doi.org/10.1016/j.chest.2019.08.686.